Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation two months ago. An sjm representative confirmed the issue and noted a communication error on the system. The ipg was explanted and replaced. The patient reported receiving effective stimulation therapy. The patient's issue was resolved.